Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred frequently between (b)(6) 2026. The wearable inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient noticed her CGM was getting low readings. Based on the CGM reading of LOW, the patient took a gummy before going to bed. When she woke up, the CGM readings were still off and she felt symptoms such as disorientation, vomiting, nausea, increased thirst, shakiness, dizziness. She asked a neighbor to go with her to the hospital. At the emergency room the patient was diagnosed with Diabetic Ketoacidosis (DKA). The patient was vomiting and her body felt heavy. The patient was also not feeling well and couldn´t remember exactly what happened but she didn't lose consciousness at any point. While at the hospital, the patient's blood readings was taken every hour. The pump and the Dexcom CGM was low while the BG readings were very high. The patient was experiencing body aches, vomits and dehydration. The patient was discharged on the (b)(6) 2026 after staying more than 24 hours. The patient couldn´t remember what treatment was provided at the hospital. At the time of the report the patient was still not feeling good, she felt extremely tired and was experiencing body ache but recovering. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.¿